Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing an episode of syncope. Boston scientific technical services (ts) was consulted for review of the remote interrogation data. Upon review it was noted that no episodes in the last 72 hours were recorded and all measurements appeared to be within range. The cause of the syncope remained unknown. No additional adverse patient effects were reported.